Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta 3.6 mg blood collection tubes, an unspecified number of samples are clotting. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-apr-2025. Investigation summary: bd received 210 samples and 2 photos for investigation. A total of 210 returned samples were visually inspected with no issues identified. The 2 returned photos show tubes with specimens that have clotted. Additionally, 5 returned samples were submitted for functional tests for titration, and all results were within specification limits. Furthermore, 100 retained samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: clotting based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2 edta 3.6 mg blood collection tubes, an unspecified number of samples are clotting. Samples were recollected. There was no other health impact or consequences reported.